Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons were found to be appropriately responsive. The keypad cover was removed for investigation and revealed no contamination under the button contacts. However, the down arrow contact was noted to be inverted.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the down arrow keypad button was sticking, was intermittently responsive and required multiple button presses in order to elicit a response. The patient stated that the issue has been occurring for 2 to 3 months. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.